Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the setting of the initial delivery table top position to be used by raytreat. Initial delivery positions will be set incorrectly when having setup beam(s) at the localization point.

Event description:
Follow-up of report rsl: MDR 3010034862-2023-00009 80230 rs rt tabletop position using localization point. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the setting of the initial delivery tabletop position to be used by raytreat. Initial delivery positions will be set incorrectly when having setup beam(s) at the localization point.

Manufacturer narrative:
In the event that the incorrect coordinates are used for delivery, this could lead to irradiation being delivered through an unintended part of the treatment couch. This could lead to local over-dose in risk organs and/or under-dosage to the intended target.